Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set disconnected during patient infusion. During an unspecified antibiotic infusion the patient observed the line had leaked. The nurse observed the intravenous line had disconnected at the one link valve causing the leak. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the device was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional evaluation was performed and the device performed according to device specifications. Additionally, the male luer of the set was iso gauged and passed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.